Event description:
The following has been reported: biomed reported: logs available for the pump with a vigilance report of locking up during infusion. Delivery test run on unit with no issue. Pump battery was extremely low. While infusing an angiotensin ii (a lifesaving medication), the screen on the IV pump completely froze. This is a corrective maintenance work order unless patient safety determines it is a patient incident. Was not mentioned in report that patient was injured. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd input issues. During initial evaluation the pump successfully completed a mock infusion with all areas of the screen responding properly to touch. An internal inspection verified that all wire connections, including the touch input cable, were secure with no looseness detected. The only issue identified was the lever boot retaining plate has a crack. The pump was then tested by running the secondary channel at 1000 ml/hr for 10 hours, followed immediately by 14 ml/hr through the primary channel for an additional 6 hours. No problems were observed during testing.